Manufacturer narrative:
The device associated with this report was not returned. Although the complaint is non-verifiable, previous investigations found the root cause is attributed to a supplier assembly process. (B)(4) was implemented on january 10, 2011 to improve the design of the cap retention and the ratchet engagement. The provided lot number indicates the instrument was manufactured in 2008, before the design change and indicating the instrument is over 7 years old. No further action indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The acetabular screwdriver forward/neutral/reverse ratchet is not functioning.